Event description:
Reportedly, a piece broke off from the trocar and remained in the trocar until the surgeon inserted a grasper device. Once, the grasper was inserted in the trocar, the broken piece was pushed into the pt's body cavity under the liver. However, the trocar piece was removed from the body cavity. Procedure: laparoscopic bilateral hernia repair. Pt status: no injuries reported.